Event description:
The ICD involved in this MDR was interrogated during scheduled f/u on (B)(6) 2010. An error message was displayed during the interrogation session relating to the windows operating system ("csowin.exe at "0x08d55ff8". The memory could not be read"). After pressing ok, the session was terminated and the mgr main screen was available. The device was interrogated again successfully, normal operation was observed. Review of the logfiles received confirmed that a crash occurred during programmer software graphic interface activation.

Manufacturer narrative:
July 27, 2010. This event concerns a device that was mfg and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. Logfiles were retrieved and analyzed (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. These files are not available by the user, but the user may send a copy to the MFR for analysis). The analysis revealed the following points: the reported incident occurred during the interrogation performed on (B)(6) 2010, in the pm/ICD panel of the aida screen, upon 24h heart rate curve activation. Although it was not reported, logfiles show an abnormal implant session termination following this event; the ovatio session crashed at 12:37:39. Another interrogation was performed immediately after at 12:38:58, showing that the programmer was back to normal operation. The reported behavior could be reproduced with difficulties. Although the root cause of this behavior was not identified with certainty, a programmer software anomaly is suspected. In order to get more evidence of the occurrence of this behavior or its associated conditions -if any- add'l data is stored in the logfiles generated with programmer software versions smartview 2.10 or higher. This event is not related to any pt safety issue, therefore a potential correction for this anomaly -if an anomaly was identified -would not be considered as an urgent matter.